Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a difficult time charging her device. The patient would be able to get a couple of bars but not six to eight. A revision took place and the physician moved the implantable neurostimulator (ins) battery up and they wanted to test the charging before closing the case. The manufacturer¿s representative (rep) reported that the patient had their device charged to 100% before coming to the revision. When the rep. Was attempting to charge in the operating room she was only getting the full ins icon. The rep. Later reported that the cause of the event was determined to be the pocket being too deep and the battery location wasn¿t the best position for the patient to charge. It was not device related and reprogramming wasn¿t needed. Several attempts were made to help the patient charge their device prior to surgery. She was able to charge it was just difficult and took a bit longer as she didn¿t have a great connection. The ins was moved about six inches higher and the patient was now able to charge without any difficulties. The patient was receiving excellent/effective therapy results with therapy and was doing well.